Manufacturer narrative:
Product was not returned for eval. A review of the lot batch records and chemical testing of the retain sample showed all requirements were met.

Event description:
(B)(6) FDA reported to bausch + lomb that a modified bioburden test was performed on one sample from lot gh0066 and resulted in an observation of viable mold. This reported result indicates the potential for compromised package sterility. The mold species was not identified and a bausch + lomb investigation is ongoing.